Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests. The agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged a discrepant result with the cobas® liat® sars-cov-2/flu test (scfa) for use on the cobas® liat® system. On (B)(6) 2021 the initial sample was tested on the cobas® liat® serial no. (B)(4) and generated sars-cov2 positive, flu a negative and flu b negative. A retest of the same sample was performed with the zyobio sars-cov-2 nucleic acid detection kit and the results were negative. On (B)(6) 2021 a new re-collected swab sample was tested with the same cobas® liat® and generated sars-cov-2 negative, flu a negative and flu b negative. Upon a repeat testing with the zyobio sars-cov-2 nucleic acid detection kit, the results were negative. Furthermore, the initial sample from 5 aug 2021 was again retested using the same cobas® liat® and the results were negative for all 3 targets. Both the positive and negative results were reported to the patient and or medical personnel. No harm is alleged. The customer collected nasopharyngeal samples using biocomma® virus transport and preservation medium (off-labelled collection kit); which is an off-label collection kit. The method sheet indicates that ; this test is intended to be used for the detection of sars-cov-2, influenza a and influenza b rna in nasal and nasopharyngeal swab samples collected in a copan utm-rt system (utm-rt) or bd¿ universal viral transport system (uvt) or thermo fisher¿ scientific remel¿ media, or thomas scientific mantacc¿ premeasured 3 ml 0.9% physiological saline solution. Testing of other sample or media types may lead to inaccurate results. An investigation was conducted to evaluate the customer¿s allegation.

Manufacturer narrative:
An investigation was performed and no product problem was identified. Based on the information provided cross contamination during sample preparation could not be ruled out. (B)(6). (B)(4).